Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was in the hospital for a cardioversion procedure due to atrial fibrillation. While the patient was being evaluated, a regular pattern of noise was noted on the right atrial (ra) channel. The device was not marking the signal. It was determined that the signal was the respiratory rate trend (rrt) signal being oversensed by the device. The clinician reportedly planned to disable the rrt feature to resolve the issue. No adverse patient effects were reported. The implantable cardioverter defibrillator (ICD) and leads remain in service.